Event description:
It was reported that during use, the spo2 measurement value was incorrect. At approximately 12:05 pm, the monitor displayed an spo2 of 100% and a pulse rate of 190 bpm for 10 minutes, despite the patient being in respiratory and cardiopulmonary arrest. An ECG wasattached, which showed a heart rate of 0. The monitor was removed at 2:15 pm. The patient¿s cause of death was not related to the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.